Event description:
It was reported by the patient's gardian that the external processor battery allegedly appeared "melted". There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.